Event description:
It was reported that deflation and removal difficulty occurred. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. The balloon was inflated 4 times at nominal pressure for 3 minutes; however, it was noted that the balloon was difficult to deflate and remove. The balloon was partially deflated and was pulled hard and put it in the introducer. The ballon was removed along with the introducer sheath. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that deflation and removal difficulty occurred. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. The balloon was inflated 4 times at nominal pressure for 3 minutes; however, it was noted that the balloon was difficult to deflate and remove. The balloon was partially deflated and was pulled hard and put it in the introducer. The balloon was removed along with the introducer sheath. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device was returned for evaluation. The balloon was noted to be bunched on the proximal end and the tip of the device was damaged. A visual and tactile examination of the inner shaft found multiple inner shaft kinks and the inner shaft had an accordion shape. The shaft was also noted to have multiple kinks.